Event description:
Reporter alleged that the blood glucose monitoring inform system had pins that are black from the right to the left of the system facing upwards. No actions were reported taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.